Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperative. It is unknown if the ventilator was in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor printed circuit board (pcb) and the compressor muffler. The se performed extended self-testing on the device and all tests passed.